Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the patient's right atrial (ra) lead was capped and replaced due to an unspecified reason on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported model number, serial number, lot number, expiration date, and manufacturing date should be corrected to 1488tc/58, bu17214, 30 sep 2007, and 11 sep 2004 respectively.

Event description:
New information received notes that the right atrial (ra) lead had insulation abrasion.